Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the cardiac monitor was found in backup vvi mode. The device exhibited intermittent telemetry anomalies during attempts to retrieve the device image. The device was explanted.

Manufacturer narrative:
Final analysis found that the battery voltage dropped significantly as telemetry demand on the battery increased. This is believed to be a battery anomaly.